Event description:
The pt reportedly was admitted with an unspecified degree of gastrointestinal bleed several days prior to the colonoscopy procedure. During the procedure, the endoscope was advanced to 20 cm, and a biopsy taken with an unk model of biopsy forceps. The surgeon noted that it appeared the biopsy forceps may have perforated the colon wall. The pt was taken to the operating room for surgery. The pt was subsequently discharged.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation could not duplicate the user's report. Multiple scratches, two small chips, and circular cracks were noted on the objective lens. There were dents and scratches also evident on the distal end cover, and nozzle, however, no sharp edges were detected. The bending section was noted to twist more than would typically be expected upon angulation. The bending section cement was discolored, and cracked. The endoscope connector was loose, and there was heavy control movement observed. The device has now been refurbished. The cause of the user's experience could not conclusively be determined. Based upon the info provided by the user facility, user error cannot be excluded as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.